Event description:
Surgeon using the flexible enseal device when one side of the jaws broke off inside the patient. The defective instrument was removed and graspers were used to remove the broken pieces from the patient.